Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels during the hours of 8:30 a.m. To 9 a.m. Ranging from 200 to 250 mg/dl. In one occurrence, the customer experienced trace to moderate ketone levels which was addressed by consuming fluids. To address bg level, the customer would deliver a correction bolus via the insulin pump and this would resolve the issue. Reportedly, the suspected cause of the bg level was due to the profile settings as the customer has been experiencing this issue during the same time frame every day. Additionally, the customer believes the basal rate settings are too low during that time frame. Customer indicated health care provider would be consulted regarding adjustments to basal rate settings. During the time of the call, the customer was not experiencing an elevated bg level.